Manufacturer narrative:
No device return anticipated as they were not able to be obtained by the rep. Concomitants: 02-020-11-0230 - truliant ps cem fem ps cem left sz 3 sn: (B)(4), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t sn: (B)(4), 200-02-35 - three peg patella 35mm sn: (B)(4), 204-34-02 - fluted stem extension 25l x 14 mm sn: (B)(4), 204-70-00 - tibial stem ext. Screw sn: (B)(4), recall: z-0023-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 60 yo male patient, who was had an initial left knee replacement on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 4 years 5 months post the initial implant procedure. The surgeon revised a size 3 left femur which was loose and ps size 3/9mm insert to a left size 3 constrained condylar femur with a 14x120 stem and a constrained size 3/9mm insert. The patient was last known to be in stable condition following the event. The devices were not able to be obtained by the rep for return.

Manufacturer narrative:
After review of additional information received the primary device is being changed from the insert to the femoral component. The following sections have been updated accordingly for correction: g4- 510k.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation.